Event description:
The user reported that the switch smoked. Our investigation found a cut in the cord near the switch that caused the smoke.

Manufacturer narrative:
The user reported that the switch smoked. Our inspection found a cut in the cord near the switch that cause the smoke. These types of failures are generally caused by excessive bending of the cord near the switch. We have initiated a CAPA project ((B)(4)) to reduce the occurrence of this issue.